Event description:
It was reported the patient had the ambicor penile prosthesis removed due to edema and pain. No further patient complications were reported.

Event description:
It was reported the patient had the ambicor penile prosthesis removed due to edema and pain. No further patient complications were reported.

Event description:
It was reported the patient had the ambicor penile prosthesis removed due to edema and pain. No further patient complications were reported.

Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported pain and edema could not be established as the product is not available for analysis. Device history record review (DHR): the device history record review (DHR) confirmed that the device met all material, assembly and performance specifications. A risk review confirmed that the event is accounted for in the risk documentation. Device technical analysis: the device was not available for analysis; therefore, no physical or visual analysis of the product could be performed. Labeling review: a review of the device instructions for use (IFU) was completed and did not review any evidence of device off-label use or failure to follow instructions. Investigation conclusion: based on this investigation and all information available, a conclusion code of known inherent risk of device was assigned to this investigation. Risk review and labeling review identified that the adverse event of edema and pain are a known risk of the device. The allegation of edema and pain are unable to be confirmed due to the lack of a product return to analyze. However, there are several failure modes of the device that could lead to edema and pain, which include but are not limited to a device malfunction or defective components. Without a returned product available for analysis and based on this investigation a clear probable cause for the event cannot be established; therefore, the conclusion code of known inherent risk of device has been chosen.